Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigated by product analysis on 02/24/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue during a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.